Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event and was hospitalized a total of three times for this event. The cause of the peritonitis was not reported. Treatment for the event was not reported. On an unreported date during their last hospitalization, the patient's catheter was removed and replaced. Dianeal therapy was ongoing. The patient recovered from the peritonitis. No additional information is available.